Event description:
Hospital representative contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Hospital representative did not report any injury or medical intervention at the time of contact with dexcom technical support.